Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection noted a slit on the minicap. The condition was verified. The cause was determined to be a manufacturing issue related to molding. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the crack could not be determined (instead of the previously reported "manufacturing issue related to molding"). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned transfer set, it was found that the attached minicap was cracked. There was no patient injury or medical intervention reported. No additional information is available.